Manufacturer narrative:
There was difficulty during advancement of an unknown precise rapid exchange self-expanding stent over a sufficiently moist non-cordis wire. When pulling out the catheter out of the unknown sheath, it was difficult. There was also dislocation of the stent from the catheter and removal of the stent from the aorta using a non-cordis snare catheter was necessary. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ withdrawal difficulty - through guide/sheath¿ was not confirmed. The reported ¿inner shaft~ resistance/friction - in patient¿ was not confirmed. The reported ¿stent delivery system (sds)-ses~ deployment difficulty-premature/in patient¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable to consider that the user¿s interaction with the device during advancement as well as vessel characteristics (although unknown) may have contributed to the reported events. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ additionally, the instructions for use (IFU) states ¿note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Without a lot number, device history record (DHR) review cannot be conducted . If device not returned: additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was difficulty during advancement of an unknown precise rapid exchange self-expanding stent over a sufficiently moist non-cordis wire. When pulling out the catheter out of the unknown sheath, it was difficult. There was also dislocation of the stent from the catheter and removal of the stent from the aorta using a non-cordis snare catheter was necessary. The device will be returned for evaluation.